Event description:
It was reported by the user facility that the 5/32"jacobs drill with chuck had a blue ring that came off from the device. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
The failure for colored ring separating from device was confirmed by the qa technician through visual inspection. The colored ring was separated from the device. The device was scrapped by the manufacturer.

Event description:
It was reported by the user facility that the 5/32"jacobs drill with chuck had a blue ring that came off from the device. The user facility was not able to provide any further information regarding the reported event.